Manufacturer narrative:
On an unspecified date reported as "last week", the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent and abdominal pain. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with aspirin (dose, route and frequency were not reported) for treatment. At the time of this report, the patient had recovered from the event. Pd therapy was ongoing during treatment. No additional information was provided because the reporter declined follow up.